Event description:
It was reported that during a coronary stenting treatment procedure, difficulty placing the stent and stent dislodgement occurred. The physician attempted to place a liberte' 4.0x24mm bare metal stent to the 100% stenosed lesion located in the severely tortuous, noncalcified proximal to distal right coronary artery (rca). The liberte was advanced to the lesion, but the physician felt difficulty implanting the stent of the device and decided to remove it. After the stent delivery system (sds) was removed from the body, the stent dislodged from the sds. The procedure was completed with a different device, unk type and size. No pt injuries or complications were reported. Pt status post procedure is noted as good.